Event description:
According to the reporter during a laparoscopic rectal resection, the reload was installed into the powered stapler and it was tested properly with no abnormalities. After confirming the need to transect the rectal tissue, the surgeon proceeded with firing, and the screen indicated the firing speed was in zone two. While the surgeon was firing, an issue occurred with the reload; the joint emitted a noise, and there was a visible sign of damage. The surgeon opened the jaws and found that neither the staples nor the blade had been deployed. The reload could no longer be returned to the 0¿ articulation by the powered handle and could not be removed from the adapter. The screen on the powered handle showed an error wherein the adapter could not be calibrated. A new reload and a manual handle were used to complete the case. Surgical time was extended by more than 30 minutes.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: n3l1844y), sigphandle, sig power sigphandle handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received with an attached herniated reload. Functional testing found that the reload could not be removed by pressing the blue unload switch back then twisting and removing the reload from the adapter. The adapter was connected to the gen2 acc software and the strain gauge was responsive. There was a universal asynchronous receiver-transmitter communications error in the data saved to the system. The adapter had 40 of 50 procedures remaining. The adapter was connected to an rpa clamshell and an rpa signia handle running v29.6 software. The handle went into emergency retract mode and displayed the remove reload screen. During emergency retraction the firing rod could be heard disconnecting from the laminates. The attached reload was now able to be removed from the adapter. The data saved to the handle was reviewed and indicated that the articulation mechanism and firing rod were out of home position. The adapter was disconnected from the handle and reconnected. The device calibrated correctly. The rpa reload was attached to the adapter and was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument was difficult to unload and the adapter did not calibrate. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.